Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-03466 - device 2 of 3

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion sets leakage events on (B)(6) 2026. The patient reported infusion set tubing was leaking at the site. The infusion set was in use for three hours for event one and two days for event two and three. The patient replaced infusion sets and resumed insulin successfully. No further information is available.